Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a sonogram on monday (B)(6), 2011. It was noted that the patient had not felt well on tuesday or wednesday and had felt stimulation was not addressing his symptoms. It was reported that a power on reset (por) condition occurred on thursday (B)(6), 2011 and the patient no longer felt stimulation. The por condition was cleared and stimulation was turned back on. The patient felt better symptom control.